Event description:
In 1993 rptr had pedicle screws placed from level l4 to s1. Rptr was never told by dr that pedicle screws were experimental or that screws would some day have to be removed. Rptr states pain is now 10 times worse than before the surgery. Rptr is on constant pain meds which offer little relief and is looking at more surgery to remove the instrumentations. Rptr states there are many people she knows that are having the same problems with the screws. Rptr feels someone has to stop drs from doing this to more people and stop the mfrs from selling pedicle screws for back problems.